Event description:
Event description boston scientific crm received information that this right ventricular lead exhibited increasing impedances up to 950 ohms and 'irregular pacing'. Lead sensing was noted as normal. In a revision procedure to reposition, the lead helix became stuck. The lead was then explanted and replaced with a new lead. No adverse patient effects were reported.